Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was found with its service icons illuminated and a prematurely depleted battery. There was no pt use associated with the reported failure.